Manufacturer narrative:
Results - the pump has no obvious visual irregularities. The pump powers on and runs as expected. The vacuum measured with a blocked inlet port is -27.3 in hg. When the pressure regulator is turned to adjust the pressure, no change is observed. After two complete revolutions, the knob fell off. The shaft of the pressure regulator does not move. The pump is not functional. Conclusion: the pressure regulator needle valve will not move, resulting in the stripped knob noted in the complaint. The reason for the pressure regulator needle valve issue has not been identified; however, the pressure regulator needle valve may have been overturned to the point where the needle jammed inside the regulator knob, preventing further adjustment. The complaint was confirmed as reported.

Event description:
The penumbra system aspiration pump knob that adjusts the aspiration pressure is stuck. The knob no longer adjusts the pressure and it is over -25 in hg. The knob is stripped.